Event description:
I received the essure permanent birth control in 2012. I have had severe cramps since (B)(6) 2013 and at the end of summer I noticed more and more pelvic pain. Now my left leg goes numb, groin pain that is sharp and consistently there that radiates down my leg to my feet even my toes, it has become almost impossible to have sex and if I'm lucky enough to finish I am in excruciating pain for hours to days after. I also have blood clots and bleeding after. The pain makes me feel like I am in labor after. I also have pain in my buttock area on my left. My doctor initially believed it was back pain but after tests and x-rays that was ruled out. I'm depressed, gained weight, and overall miserable. I am a nurse so taking pain medications is not an option so I am in the process of figuring out how to make things better. I now also have cysts, fibroids, and follicles and waiting to see if I have endometriosis. I know these cannot be related but I never had issues prior.